Event description:
Multiple times on (B)(6) 2007, a patient had episodes of ventricular tachycardia terminated by an aicd defibrillating the patient into a paced rhythm. The welch allyn acuity monitoring system failed to alarm correctly for 4 occasions. Instead of alarming for v-tach. It read it as either; tachycardia, noise, missed beat, or couplet.